Manufacturer narrative:
Although the customer initially reported a service code, review of the AED's internal log files determined that the service code after battery replacement was due to the previous battery fully depleting. Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. As a follow up with the customer, the proper maintenance of this device was reviewed. Analysis of the log files from the AED did not identify a cause for the depled battery.

Event description:
A customer reported upon installing a new battery pack, their AED power on and prompted a service code. They reported this did not occur during patient use.